Event description:
Two nurses attempted to discontinue jackson pratt drain from patient's vaginal area and felt resistance then stopped. Charge nurse was informed there were no sutures holding jp drain in place. Assessed vaginal area, add'l attempt made without excessive force to remove but tubing snapped without the tip. Small amount of tubing was felt, examined vaginal area with light and noticed tip inside, attempted unsuccessfully to remove. Patient's doctor notified and doctor's phy asst came, completed vaginal exam, but was unable to palpate any remains of jp in vagina. A pelvic x-ray was ordered and revealed a 2.5cm piece of drain in pelvic area. Another phy asst examined the patient, spoke to physician, and determined patient would require going to or to have it removed. On 12/12/08 the patient was taken to or and piece of tubing was successfully removed. Clear plastic tubing measuring 2.5cm x0.2 cm sent to pathology. Other tubing removed from vaginal area was discarded.